Event description:
Mentor smooth round high gel mammary prosth lot5609357 left & smooth round high gel mammary prosth lot5609357 right silicon breast implants. I am not sure of past dates or previous surgeries. I had multiple b/l breast implant surgeries due to complications of use with saline-filled, silicon shell breast implants. Indications for repair/replacement usually as I recall was approx 1 year and 4 months. Mentor implants were used to replace saline implants due to rupture and complete deflation of one implant. Mentor included me in a study due to previous high rate of product failure from previous history of multiple surgeries with saline implants. I recall I had the above referenced mentor implants when they were just starting to use them in people with high risk failure. Possibly late 2006. In 2008, left implant had to be replaced due to painful capsular contraction. That implant is seemingly ok as of now ater replacement. On or about 2008, right mentor -ref above- has protruded through my muscle. I am now experiencing diffuse widespread right body pain. I have recently started seeing a rheumatologist and am primarily diagnosed with fibromyalgia and take low dose pain medications. The pain I am dealing with now is an extremely higher level than I had before implant extrusion. I am notifying you as a help to others as I can no longer afford to even fathom fixing the existing implant problem. I was a normal functioning person before any breast implants, I thought that only silicon caused health issues but looking back my health issues and disability did not start until after the first problem I had with my saline implants. I now fear all breast implants even saline -silicon shell- have adverse effects in many women that may be misdiagnosed. I have gone from a hero to a zero due to breast implants and I understand it was my choice and informed consent and replacement at the time of my first procedure was not event relevant. I was young and have always had a body image concern. Now I really have a problem and am aging fast. In closing, this is not intended to place blame on any of the companies that market these implants. We all makes choices, but maybe if we could educate the younger generations and look into further studies of all implants, pts, parents of pts would base their decision more on poor qol, rather than the basics we are told when we are young and excited about our new image. Just the stress of replacement and financial liability one can endure is enough to drive one mad. Once you begin it seems to never end. Most recently studies show replacement probable within 8-10 years. Hmm! I dont think I have made it two years with any of the implants I have had. Doctors try to evade any questions pertaining to breast implants. It seems a lot of people in the rheumatologist office are implant pts with strange diagnosis' are conditioned by someone not to even ponder the thought of implants being a cause or factor in some of their illnesses. I am beginning to wonder why so many young breast implant pts' go to pain management looking for pain relief, only to be turned away due to lack of a diagnosis for pain that is unexplainable. They turn to a friend with pain medication and when that helps and can't get anyone that would believe the pain that they are enduring, are they eventually getting illegal drugs for pain? Sure seems to be a lot of local young women that appear to look as though they have implants, are being arrested for illegal carrying of pain medicines. As I said previously, I am unable to fix my problem I am reporting directly due to the fact that it is highly unlikely my surgeon will not be able to report, as I can no longer pay for any procedures not covered by medicare, pertaining to my implants. I definitely now in this stage of my experience believe if further studies are not going to be inforced, that the informed consent and time before first time cosmetic surgery pt -mental status- should be mandated at a much higher level. If people have diagnostic lab testing to include possible complications or diagnosis that may be prevalent to some of the known problems that nobody is really sure if caused by breast implants women may re-think this horrifying decision that never seems to end.